Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m disconnected from the filter. The following information was provided by the initial reporter: alaris pump IV tubing disconnected at the filter.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22046149. D4: medical device expiration date: 26apr2025. H4: device manufacture date: 26apr2022. D4: medical device lot #: 22046150. D4: medical device expiration date: 27apr2025. H4: device manufacture date: 27apr2022. H6: investigation summary a sample was received and tested by our quality team with the customer's complaint of separation from filter. The separation was immediately apparent upon receipt -verifying the complaint. The separated portions were closely analyzed under microscope and the manufacturing team was contacted about this issue to determine the root cause of lack of solvent application during the tubing to filter assembly. A quality alert was initiated to limit further occurrences of this failure. A device history record review for model 10010454 lot numbers 22046149, 22046150 were performed.

Event description:
It was reported that the bd alaris¿ lvp 20d low sorb ss 0.2m disconnected from the filter. The following information was provided by the initial reporter: alaris pump IV tubing disconnected at the filter.